Manufacturer narrative:
This report is submitted on september 27, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was administered antibiotics (type and date not reported).